Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient discovered a leak in a disposable cassette. The patient was not connected at the time of the event. This occurred during setup of peritoneal dialysis therapy. The patient stated that they were setting up for therapy and the patient line was on the floor leaking solution. The patient stated they would start over with all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.